Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported patient had weight loss and the ipg was closer to the surface which caused discomfort. The physician confirmed that it was device related. The patient underwent a pocket revision procedure and was doing well postoperatively.